Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 at 1:00am, the cgm was 60 mg/dl while the bg was 274 mg/dl. There was no mention of symptoms or treatment for this reported inaccuracy. At 6:00am, the cgm was 74 mg/dl and the bg was 134 mg/dl. The patient attempted to calibrate the cgm; however, the cgm was still inaccurate. While at the cardiac rehabilitation center on the same day, the nurse checked the patient's bg. The cgm was 140 mg/dl while the bg was 70 mg/dl trending downward. The patient was shaking and has cold sweats. The nurse gave the patient a small container of juice and no further treatment was done. At the time of the report, the patient was in stable condition and was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.